Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, when the long bipolar grasper was used to cauterize, the pulley snapped and the instrument could no longer be used. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the silver/grey cable was broken, it was not the energy cable. There was no thermal damage observed. The procedure was completed using a backup bipolar instrument with no harm or injury to patient with a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.